Event description:
Patient went to the ER with a see dr. Low battery alert from (B)(6). Device was interrogated on (B)(6) 2023 and confirmed the imd had a low battery alert. Imd was explanted and replaced with imd (B)(6) on (B)(6) 2023. Imd (B)(6) was sent to decontamination and returned to avertix for investigation. This ws one of 25 devices impacted by a battery qc issue. This MDR is being filed retroactively at the request of cdrh and oii. Avertix performed a voluntary recall/correction a couple years ago for this issue.